Event description:
A customer reported 2183 x-axis cup transfer cup release failure error on the aia-2000 analyzer. The customer confirmed no cup in transfer. The technical support specialist (tss) instructed the customer to perform version up, but the error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by attempting to initiate the analyzer with no luck. The fse checked for physical obstructions and found the cup sensor was stuck in an up position. The fse suspected a dirty cup sensor. The fse cleaned the cup sensor switch with alcohol and canned air, then tested the cup transfer assembly in the maintenance (mainte) mode with no issues recurring. The fse validated the analyzer by running a daily check and quality control (qc) with results within acceptable range and no errors generated. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 28may2023 through aware date 28jun2024. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4 error messages, states the following: [2183] x-axis cup transfer cup release failure cause : the cup-gripping sensor detected a cup after the cup release operation was performed. Solution : contact tosoh service center or local representatives. The most probable cause was due to a dust/dirt problem with the cup sensor, cause traced to maintenance.